Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotation speed display issue occurred. A rotablator console kit was selected for use; however, towards the end of the procedure, while removing the 1.50mm rotalink¿ burr, the green light of the dynaglide and the rotation speed were not showing on the console after pressing the dynaglide pedal. The burr was manually removed by reversing the burr out slowly over the rotawire. There were no patient complications reported.